Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she has really high blood glucose and does not have a back up plan. The customer's blood glucose reading was 432 mg/dl at the time of incident. Troubleshooting advised the customer to contact their doctor and the customer indicated that they will go to the hospital. The customer also indicated that the pump is cracked. The customer was also advised that the device would be replaced and to return the product for analysis.